Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the sample rack racket assembly was out of alignment; when the racket was out of the rack groove, the led 016 was still off. The fse adjusted the height of the pia board. The fse 17 samples without any further issues. The customer performed daily background and ran qc without any issues as well. The aia-900 was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages, indicates the following: 2301 sample rack not moved. Cause: the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the local representative. Check s072 and the step feed mechanism. The most probable cause of the reported issue was due to the sample rack racket being out of alignment.

Event description:
On (B)(6) 2017 a customer reported getting error message 2301 sample rack not moved while running quality controls (qc) on the aia-900 instrument. The customer was down and unable to run the g8 instrument, which resulted in delay in reporting of patient results for estradiol (e2). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.